Manufacturer narrative:
Common device name) esw prosthesis, esophageal.

Event description:
Carter et al 2021 (evo-e) ¿ ¿outcomes of esophageal stent therapy for the management of anastomotic leaks¿. Approximately 5cm below the leak in the gastric conduit a clip (resolution, boston scientific) is placed for precise distal location of the stent. Depending on the length of the proximal esophagus, a 120-mm or 150-mm length is utilized with an outer diameter of at least 23 mm and proximal flange of either 27 mm or 28 mm in diameter. All stents utilized are full covered stents. Evolution (n = 2) the stent is released under fluoroscopic vision and then confirmed with repeat endoscopy to ensure the maximal proximal apposition of the stent to the esophagus to maximize exclusion of the leak. If there is still gapping around the proximal stent flange, then con-sideration of placing another stent more proximal is performed with the goal for complete exclusion and to ensure the top of the stent is c2 cm from the cricopharyngeal. All stents were left in place for 3-month duration. At that time, patients had stents removed and evaluated for complete leak resolution by endoscopic evaluation. If persistent, then repeat stent was placed. Off label use: evo-e used to treat anastomotic leaks. One patient began with an evolution stent and required an additional endomaxx stent secondary to early migration of the evolution stent.